Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were entered into the pump between (B)(6) 2017. User makes one bolus request per day. Cartridge change sequences were completed on 10/18/17 and (B)(6) 2017. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 50 mg/dl. The bg level was addressed by the customer consuming juice. The cause of the bg level was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level.